Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was the digital pcb assembly; however, further component level cause could not be determined. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench and beeps. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it would not power on when prompted.